Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the patient underwent retreatment of the aneurysm. The patient was initially treated with a ped-250-12 (lot # a454133) and was retreated with a ped-250-16 and lot # a406162. No other details provided.